Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, and there was no indication of a product quality deficiency that would contribute to the reported cuff miss. The plunger, cuffs, needle tip and monofilament were not returned for evaluation. Both ends of the foot were also examined and there were no needle strike marks detected. A proxy plunger was inserted during testing and needle trajectory was acceptable. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Based on the analysis of the returned components the reported needle to cuff miss could not be confirmed and no root cause could be determined. A review of the finished product history record did not reveal any nonconforming material records associated with this lot. There is no indication of a lot specific product quality deficiency. Each component is inspected during manufacturing and each finished goods lot is inspected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.